Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.

Event description:
It was reported that the pump battery could not be charged after customer went into the pool with the pump. Customer¿s blood glucose level was in 150-400 mg/dl range. The customer reverted to an alternate method of insulin therapy.